Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: results: the reported high impedance issue was not confirmed. As received, microscopic inspection of the lead did not identify any anomalies. The stylet was slightly bent, but could be inserted and removed from the lead without any issue noted. The lead passed conductivity and stress testing on all channels. The field observation could not be replicated. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (spain) high impedance readings were observed during a permanent implant procedure. The physician decided to replace the lead with a new one, which resolved the issue. The procedure was extended by 30 minutes.